Event description:
When firing the meniscal fastener with the applier the plastic "stop" piece came off of the applier (fastener) and into the joint of the pt. The surgeon did not retrieve the blue collar.